Event description:
A neighbor reported that an adc customer had received imprecise adc meter readings of 70 mg/dl, 52 mg/dl, 44 mg/dl, 61 mg/dl, 152 mg/dl obtained within a ten-minute timeframe. When plotted on the parkes error grid, the results fell within the 'c' zone showing the difference in values is considered clinically significant. The neighbor also reported that in 2009, the customer experienced diuresis and was incoherent. Customer self-treated with non-diabetic medication and no third party medical intervention was required. It is also unk how this medical event was related to the readings reported as there were no readings reported for the day of the medical event. There was no report of serious injury, death or mistreatment associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation, and a final report will be submitted when the investigation is complete.